Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass gastric, the device had air or leaked from the seal. The valve of the cannula opened and caused a loss of carbon dioxide insufflated. A surgical intervention was needed to prevent permanent impairment. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.